Event description:
Allergan france received a letter from a hospital reporting that a patient developed a corneal abscess in the right eye after wearing acuvue 2 lenses in conjunction with complete pro tec for 3 weeks. Five days of hospitalization were necessary to treat pseudomonas aeroginosa and enterobacter aerogenes infections.